Event description:
It was reported that during a procedure, a fragment broke off the bur guard. There were no adverse consequences, injuries, or delays associated with this event, and no device fragments entered the surgical site. This case was completed successfully.

Manufacturer narrative:
The device was discarded at the user facility and is not available for eval. If the quality investigation reveals info that should be submitted, a f/u report will be filed.